Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system (date of procedure unknown). According to the complainant, the patient experiences nerve pain on the left side of her groin, bowel and bladder incontinence, pelvic pain, infections, bloating/swelling, yellowish vaginal discharge, restless leg syndrome and difficulty having sexual intercourse (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.